Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2020-23619. It was reported the patient was undergoing a lead implant on (B)(6) 2020 for bilateral drg leads at s2. A csf leak occurred. The patient was flat on their back at post op and denied any headache or any other symptoms. No intervention was needed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the patient did show signs of clear drainage. The patient called the physician¿s office on (B)(6) 2020 stating they had symptoms of headache, neckache, nausea, double vision and ¿body jerks.¿ the physician recommended the patient lay supine with gradual increase of hob, caffeine, hydration, and zofran was prescribed for nausea. On (B)(6) 2020 the patient was brought into the office and a blood patch was performed and patient tolerated it well. During a follow up visit on 27jul2020, it was determined the patient was doing well and symptoms were resolved.